Manufacturer narrative:
Manufacturing evaluation - samples received: 1 open pouch. Analysis and results: there are previous complaints of the same code-batch regarding the same issue. There are no units in stock in b. Braun surgical warehouse. We have received one open pouch that contains one unopened ampoule. The ampoule of the open sample received has been optically evaluated and a defect in the sealing bar of the ampoule (yellow bar at the bottom of the ampoule) was found. The leakage of the glue occurs at this point as can be seen in the enclosed picture. Reviewed the batch manufacturing record of this product, there are no incidences related to this issue, and the product was released fulfilling b. Braun surgical specifications. Final conclusion: taking into account that the results of the sample received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the histoacryl pack. After opening the packet, it was found that the glue had leaked. There was no patient harm. Additional information was not provided.